Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided instructions for resetting the pump and assisted the caller in performing the reset.